Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was being prepped for an emergent insertion. The fiberoptix sensor (fos) slide was inserted into the intra-aortic balloon pump (iabp) and the pump did not recognize the fos. The staff retrieved another pump and inserted the fos slide into the pump; again they could not zero the fos. As a result, another iab-05840-lws was prepped and the fos slide was inserted into the pump. The fos was recognized and the md inserted the iab without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. The iabp therapy was delayed for the time it took for the second pump to be brought into the room, the first iab to be connected and then a second iab prepped and inserted with success. There were no reported pt complications. The pt outcome is ok.